Manufacturer narrative:
Investigation: photograph and physical sample are received for investigation. Upon evaluation, a syringe with multiple units in a package (assembled needles) are observed. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. The defect can be generated during manufacturing by failure in the assembled needle feeder.

Event description:
It was reported that damage occurred with a syr 3ml 22ga 1-1/4in jpk/sil no assy ndl. The following information was provided by the initial reporter, "double needle exposed." 574 occurrences reported before use.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that damage occurred with a syr 3ml 22ga 1-1/4in jpk/sil no assy ndl. The following information was provided by the initial reporter, "double needle exposed." 574 occurrences reported before use.